Event description:
A sales representative reported on behalf of a customer that the (B)(6), oscillator blade, 19.5 x 86 x 1.27 mm (.050") device was used in an unnamed procedure on approximately (B)(6) 2026, and "the tooth of the saw blade has broken off after use. Removed debris from the surgical site and irrigated / flushed with saline solution.". The procedure was completed without any further complication, and with a delay of 2 minutes. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.